Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post valve surgery the right atrial (ra) lead dislodged. It was also reported that no capture and low impedance were noted. The lead was attempted to be repositioned, however helix extension difficulties were encountered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was received extended, stretched and bent and would not retract. If information is provided in the future, a supplemental report will be issued.